Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the reported close door condition caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant close door message. It was also reported that there was no patient injury.